Event description:
It was reported that air bubbles were observed within the cartridge tubing. Customer primed the tubing to address the issue. Customer¿s blood glucose level was in the 300 mg/dl range. Multiple attempts were made by tandem technical support to obtain additional information; however, a response was not received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.